Event description:
The patient was reportedly experiencing decrease in performance. Programming adjustments were made; however, this did not resolve the issue. It was reported that the electrode array of the patient's device has migrated. Surgery to reposition the device will be scheduled.